Manufacturer narrative:
Subject device is not available.

Event description:
During preparation, the guidewire became stuck in the lumen of the occlusion balloon; therefore, force was used to remove it. It was reported that when the guidewire was pulled with force to retrieve it from the balloon, the coating of the tip of the guidewire came off. There was no patient involvement.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The exact cause for the jamming of the guidewire in cannot be determined. However, information available indicated that the coating of the tip of the guidewire came off because force was applied to pull the guidewire out from the catheter. Therefore, an assignable cause of use error was assigned to the reported hydrophilic coating peeling.

Event description:
During preparation the guidewire became stuck in the lumen of the occlusion balloon; therefore, force was used to remove it. It was reported that when the guidewire was pulled with force to retrieve it from the balloon, the coating of the tip of the guidewire came off. There was no patient involvement.